Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented with elevated blood counts which indicates some sort of infection but infection was not confirmed upon revision. Surgeon replaced poly only on patient's right knee.